Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.

Event description:
Device report from synthes USA reports that a cannulated nail failed requiring revision. It was reported that the spiral blade backed out of position causing the proximal femur to fall into the varus. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted and it states that seven parts (part 474.141; part 456.090; part 456.012; part 458.946; part 457.010; part 459.46; part 459.50) were received for evaluation and they were fully intact. The sales consultant reported that spiral blade backed out of position, causing the proximal femur to fall into the varus, required revision. The explanted nail was replaced with another nail. The consultant stated that, in the opinion of the surgeon, the end cap was the root cause. The nail was received with damage to the anodized coating and broad tool scrape marks about the entire shaft of the nail approximately 10 mm in width in 3 locations: 4 mm above the inferior distal static hole, at the superior distal static hole, and at approximately 25 mm below the proximal static hole. The anodized coating is removed via an unknown polishing mechanism of approximately 12 mm in length between the proximal static hole and the blade slot. The nail also shows slight anodization damage in small areas at the center of the bend. The proximal static hole has scarring deformation at the chamfer. The inferior distal static hole has scarring deformation at the chamfer. The locking sleeve shows damaged anodization via an unknown polishing mechanism at various locations. The spiral blade reveals damage to the anodized coating along both edges of the spiral blade and at the head of the threaded end. The locking screw 46mm- for im nails (part 459.46) shows something that appears to be bio matter within the hex socket. The end cap has slight scratches at the head next to the hex socket. The remainder of the end cap was unremarkable under magnification and revealed the detent with anodization. The threads of the end cap appeared factory new. The uhmw polyethylene insert was undamaged. The complaint investigation shows a potential user error of not fully inserting the end cap caused by use of wrong end cap. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. The sales consultant reported that the titanium cannulated femoral nail fell into the varus following the backing out of the spiral blade. A metallurgical inspection of the end cap and a magnification inspection of the end cap and uhmw polyethylene insert revealed undamaged anodization on all metallic surfaces and an undamaged unmarked insert. The appearance of anodization throughout the threads of the end cap and the lack of deformation to the insert indicated that the end cap was not properly seated to a depth that would ensure proper locking of the spiral blade. The investigating engineer re-assembled the nail, inserted the end cap into the locking sleeve with the spiral blade in place, and applied a twisting force using a crescent wrench to apply a minimal tightening to the blade of approximately 1 full turn beyond finger tightening. The end cap was removed and inspected. The results of the inspection revealed a small permanent plastic deformation to the edge of the tip of the insert. The investigating engineer noted that anodization was removed on the detent and the first 3 threads. The de-anodized threads revealed flattening deformation on the first thread to a depth of one complete thread. The insert had no damage or deformations indicating that the end cap was not installed to a sufficient depth and torque into the locking sleeve. Upon finger tightening of the end cap into the reassembled nail assembly, the investigating engineer applied a 1 full turn tightening of the end cap into the locking sleeve using a wrench. The end cap was inspected upon removal and found to have significant normal use damage to the anodization and deformations to the threads. It is reasonable to assume the physician did not apply enough tightening torque to the end cap causing the spiral blade to back out. This complaint is therefore considered to be invalid from the design perspective. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation of the subject device revealed the visual inspection of the part revealed no anomalies however the length of the thread (m8x1.25) is too short. Measurement showed that this thread is 8.6mm instead of 15mm. Therefore, screw part number 457.010 does not fit completely into the nail. The thread of the screw is within specifications. This complaint is deemed valid from a manufacturing perspective.